Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ insulin syringe was cracked and leaked radiopharmaceutical medication. There was no report of exposure, injury, or medical intervention.